Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of 500 mg/dl. The customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, a malfunction alarm had occurred. Reportedly, the customer contacted healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.